Manufacturer narrative:
The reported events were muscle stimulation, high capture threshold, and failure to advance guidewire. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The reported event of failure to advance guidewire was confirmed. By visual and x-ray examination, it was determined that the cause of the failure to advance guidewire, was isolated to the inner coil of the lead being damaged during procedure at the connector and proximal regions.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited high capture threshold and diaphragm stimulation after several repositioning attempts. On the final attempt, the guidewire would not advance through the lead. The lead was not used, and a new lead was implanted. The patient condition was stable.